Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Section d7: the explant date should have been (B)(6) 2021 rather than blank.

Event description:
It was reported that the patient's ipg had reached end of life in turn, surgical intervention was undertaken on an unknown date wherein the ipg was explanted and replaced, resolving the issue.

Manufacturer narrative:
Date of event is estimated.